Event description:
Rptr stated: wheel chair has a control bar which is color coded to show operator of device, the condition of the battery. Green light-wheel chair can be used, yellow light-battery is getting depleted, and the red light-battery needs charging. Rptr claims battery has been changed, battery charger has been replaced twice and the red light continues to be on. Rptr is afraid to use wheel chair outside, because she might get stuck and is unable to walk.